Event description:
A tandem mobi cartridge alarm was reported during the cartridge loading process. There was no adverse impact to the customer's blood glucose level. Initially, the customer could not successfully reload the cartridge and resume insulin therapy, despite assistance from technical support. The support team instructed the user to perform a bolus, which was successfully completed, and later assisted in loading a new cartridge correctly. Subsequently, pump logs confirmed that the customer loaded a new cartridge and resumed insulin therapy.